Manufacturer narrative:
The thermogard xp ivtm console (s/n: (B)(4)) was evaluated at the customer site by zoll's service technician. There were no issues observed with the console. Review of the event log found no significant errors. The device passed all testing without defect. Evaluation of the patient's data was confirmed and the console was observed to work properly. The patient's temperature, however, was too low. Possible cause was due to a kinked tube.

Event description:
At the time of patient use, the thermogard xp ivtm console (s/n: (B)(4)) was set to a target temperature of 33°c. However, it was reported that the patient reached a temperature (lower to the target) of 32.4°c. A secondary thermogard xp ivtm console was used to continue the patient's temperature management therapy. During a follow-up, the reporter indicated five hours after secondary tgxp was used, the patient was able to reach their target temperature range. Therapy was completed four days later on (B)(6) 2017. Due to a cardiac failure, it was reported that the (B)(6) male patient expired on (B)(6) 2017. The customer does not attribute the patient's death to the zoll device.